Event description:
The pt underwent a breast reduction where 2-0 quill srs pdo was used for the procedure. Subsequently, she experienced suture spitting/extrusion & inflammation at her inframammary fold and required medical intervention to resolve the incident. The doctor examined the pt three weeks post surgery. Symptoms noted at the time of the examination were pain, redness, swelling and clear drainage at the incision site. Extruded portions of the suture were removed at this time. A few days later, the pt was prescribed an oral antibiotic while out of town (no doctor examination performed). A culture and sensitivities test was not performed. Due to increased inflammation, at four weeks post surgery, local anesthesia was used to remove the remainder of the suture. A follow-up examination four days later showed that the pt's symptoms had cleared up. Additional communication with the doctor's office/staff indicates that the suture may have been placed too superficially during the breast reduction procedure. Furthermore, it is noted that this pt underwent an abdominoplasty at the same time as the breast reduction procedure. However, the pt experienced no complications related to the abdominoplasty even though 2-0 quill srs pdo was also used. The doctor's office/staff indicated that they recently changed their placement of quill srs pdo from the subcuticular region (superficial placement) to the deep dermis and expect to see improvements with this new approach.

Manufacturer narrative:
No specific product code(s)/lot(s) were made available. However, this type of product involved with the procedures was described as 2-0 quill srs pdo. Method: the device was not returned for evaluation. Results: the device was not returned for evaluation. No product evaluation can be performed. Furthermore, the product code(s)/lot(s) are unk. (B) (4).